Event description:
It was reported as a general comment that the preloaded intraocular lenses (iol) are unfolding very badly. Account indicated that haptics are sticky, inconsistent sometimes and okay sometimes with leg stretched. The vitan handpiece is very bad to rotate and the button of the vitan plunger is too smooth. We have learned through follow up that additional maneuver was sometimes needed to help the haptic unfold and more than a little tap on the lens was required. It took more than 10 seconds for the iol to unfold. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: not applicable, as this is a general complaint. Section d4 - catalog number: a complete catalogue # is unknown, as product serial numbers were was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial numbers were not provided. Section d4 - UDI number: unknown, as product serial numbers were not provided. Section d6a - implant date: not applicable, as this is a general complaint section d6b - explant date: not applicable, lenses remain implanted section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lenses (iol) were not returned for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial numbers were not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.